Event description:
It was reported that the pacemaker exhibited overestimation of battery longevity. Recalculation of battery longevity confirmed the overestimation. No intervention was performed. No patient consequences.